Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 1.7cm in size and located in the right lower lobe. Radial endobronchial ultrasound (ebus) was used to localize the lesion. Forceps were used for biopsy under c-arm fluoroscopy, and a bronchoalveolar lavage was performed. The diagnosis obtained from pathology was necrotizing granuloma (infectious). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.